Event description:
Patient presented to the physician with pain at their side, described as a shocking sensation and intermittent stinging in the ribs, causing severe pain. Physician brought the patient into the or and removed the entire inspire system.